Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated that ¿it was reported that a patient had the primary surgery 9 years ago with no issues. Post on poly was broken.¿ no clinical/medical documentation has been provided for this investigation. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to traumatic injury, surgical technique, implant failure or design of device. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive.

Event description:
It was reported that a patient had the primary surgery 9 years ago with no issues. Then knee started clicking and locking. Revision surgery was performed. Post on poly was broken. Replaced with (B)(4).